Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was successfully implanted with appropriate measurements. Following the procedure, perforation of the atrium, the pericardium, pleura and lung was observed. The patient suffered a pneumothorax. A pericardiocentesis was perform to drain the area. The following day, a procedure was performed to close the perforation. During the procedure, the atrial lead was cut. This lead remains implanted. No additional adverse patient effects were reported.